Manufacturer narrative:
The insulin pump there is debris under the window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The notes state there was a foreign substance contained in the screen. The self-test and operation test were performed and passed. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.